Manufacturer narrative:
The reported symptom was able to be reproduced; however, the emergency stop button worked correctly and stopped the down-motion as designed. Investigation revealed that the operator was inexperienced with how to turn-off the system in the event of an emergency. The device is equipped with a control box for the operator and the patient has an emergency stop button that deactivates the device. The operator was re-trained on how and when to utilize the emergency stop button. It appears that the malfunction occurred as a result of a faulty circuit card that failed shortly after installation. The circuit card has been replaced and the device is now operating correctly.

Event description:
It was reported, that the patient was positioned in the dental imaging device and the operator had begun to position the overhead to align the patient with the device to perform the x-ray scan. The operator lowered the gantry by the operator control key pad and reported that she released pressure from the activation key; however, the overhead did not stop from lowering. The operator tried activating the up button with no success and stated that the emergency stop button had no affect when depressed. The gantry came to rest upon the patient's head and remained on the patient's head for a period of time before the chin cup broke away, as designed. The operator assisted the patient in becoming free of the device. There was no report if the patient was provided the patient emergency stop control box or if the patient activated the mechanism at the time of the event. The patient was reported to be injured; however, she left the facility under her own will. The patent, went to the emergency room and was released; however, has indicated some head & neck pain remains and a tingling sensation in her left hand.